Event description:
Report received of an underdelivery. A pump was delivered to the home care pt in 2004 to begin an infusion of nafcillin every four hours. The pump settings are unknown. On the morning 3 days later the nurse phoned the pt, and the pt's spouse advised the nurse that the pump was not infusing the current dose and did not alarm. The pt had received all previous doses. A new pump was taken to the pt that afternoon. The pt did not miss any doses as an alternate set with integrated flow regulator was used. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.